Manufacturer narrative:
As reported in a research article, live hemodynamics-assisted simultaneous aortic and mitral valve-in-valve replacement. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was under case specific circumstance as valve-in-valve implant was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: live hemodynamics-assisted simultaneous aortic and mitral valve-in-valve replacement.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: live hemodynamics-assisted simultaneous aortic and mitral valve-in-valve replacement.

Event description:
The article, "live hemodynamics-assisted simultaneous aortic and mitral valve-in-valve replacement", was reviewed. The article presented a case study of a 70-year-old male patient with parkinson disease, reduced left ventricular ejection fraction (lvef) of 45%, hypertension, and chronic kidney disease stage ii. It was reported that on an unknown date, a 33mm epic mitral valve was chosen for mitral valve replacement. The patient also underwent concomitant aortic valve replacement with a 23mm carpentier-edwards magna ease valve. The patient presented 11 years post-procedure with dyspnea and decompensated chronic heart failure secondary to severe central regurgitation of both aortic and mitral bioprostheses. Transthoracic echocardiography noted mild to moderate global hypokinesia, severe intraprosthetic aortic regurgitation (ar) with moderate aortic stenosis, severe intraprosthetic mitral regurgitation (mr) with mild dysfunction of the left ventricle. A decision was made to perform simultaneous transcatheter valve replacement (stvr) with both aortic and mitral valves. A 29mm sapien 3 ultra was implanted within the 33mm epic valve and a 23mm acurate neo2 small was implanted within the 23mm capentier-edwards magna ease valve. The patient remained hemodynamically stable throughout the procedure. [The primary and corresponding author was jean-michel paradis, quebec heart and lung institute, laval university, chemin sainte-foy g1v 4g5, quebec city, quebec 2725, canada. E-mail: jean-michel.paradis@criucpq.ulaval.ca].